Event description:
After implanting the lens, haptic was found broken. As the lens was being removed, the corneal endothelim was affected. The attending physician has assessed this incident as "non-serious."